Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for no delivery alarm. Customer's blood glucose was unknown. Customer reported that she had a lot of issues with the sensors and it has affected her health. Customer reported that she had to be off the sensors for a week because of all these issues. The insulin pump will not be returned for analysis.